Event description:
It was reported that there were concerns of fracture for this right atrial (ra) lead due to it exhibiting high impedance and no capture when tested. This lead was successfully replaced. No additional adverse patient effects were reported.